Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Customer¿s current blood glucose was 467 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was treated by bolus with insulin pump. Troubleshooting was done for high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Automode feature was used at the time of high blood glucose event the insulin pump will not be returned for analysis.